Event description:
It was reported by the patient's spouse that the patient had been coughing non-stop since the device implant. Additionally the reporter indicated that a healthcare professional told them that the device had used "4 years of battery already". They inquired if the coughing could wear out the battery. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.